Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 200 mg/dl and got to 400 mg/dl. Troubleshooting was declined for high blood glucose level. Customer did not receive a change sensor alert after a calibration not accepted. The customer stated that there was blood at site. Customer states the site is not actively bleeding the insulin pump will not be returned for analysis and the sensor will be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020a¿snsr.